Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced hypoglycemia event on (B)(6) 2025 due to which she fell and hit her head. Patient got treated with intravenous insulin and ate carbs. Patient was hospitalized via 911 and after getting discharged she faced hyperglycemia event. The patient was hospitalized for less than 24 hours. The blood glucose value was 20 mg/dl at the time of the event. No further information available.